Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures were not returned. The anchor shows evidence of being in contact with a sharp instrument but is not fractured. The tip of the insertion device has fractured from the shaft. The nosecone and the sliding ring have been dislocated from the handle/shaft assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force during use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: additional information in h6 (component code). H11: corrected information in h6 (investigation findings).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff surgery, when the anchor of the twinfix ultra was being placed, it broke. All the broken pieces were removed from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.